Event description:
It was reported by the patient's spouse who had an implantable cardiac defibrillator, fell down the steps leaving a restaurant and was unconscious. The spouse alleges that the device was interrogated at the hospital and stated that the device did not provide therapy. The spouse further states that the attorney involved wants to know if the device did provide therapy and that is what caused the patient to fall. The device system was returned to the manufacturer two years ago with no information. A cause of death and any interrogations have been requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion. (B)(4): the device was returned and met expected longevity. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic depression, was cut, and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic depression, was outer insulation breach cut, and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and met expected longevity. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic depression, was cut, and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic depression, was outer insulation breach cut, and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.